Manufacturer narrative:
Concomitant medical product : 694052 ra lead, implanted (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation and superior vena cava (svc) impedance. The impedance was noted to be stable then began fluctuating. The lead remains in use but a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.